Event description:
It was reported that an intermittent minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, customer was using cold insulin. Tandem technical support educated customer regarding the use of room temperature insulin. The customer re-loaded the cartridge to resolve the issue.